Event description:
It was reported patient attended 3a cc for tx. PICC assess prior to tx, venous return obtained but PICC noted to be leaking when flushed. PICC removed and fracture noted at hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.